Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing resulting in loss of pacing was observed on the right ventricular lead. The patient began to experience syncope due to the loss of pacing. No intervention has been performed, the lead remains implanted and is being monitored. The patient was in stable condition.